Event description:
The caller reported that in 2009, they were called to the home of a pt and initially they tried intubatation with an oral trach, but that did not work because they were unable to visualize the vocal cords. They pulled that tube, and then went to the 37french combitube which they pretested both the proximal and distal bulbs by inflating and deflating. They then inflated both bulbs and in the process of ventilating the pt, they noticed there was a gastric substance coming around the tube and inside the tube. They pulled the tube and noticed that there was a tear at the top-end proximal of the large bulb, pharyngeal, leak around the edge. They then ventilated with an oral pharyngeal airway and bag-valve mask. The caller reported that the pt had vital signs during the process when they were attempting to both intubate and use the combitube. The pt had a weak pulse and they were attempting CPR. The pt was in arrest prior to arrival at the hospital and when the pt was delivered to the hospital, there were no vital signs.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the esophageal airway tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.